Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy procedure, the tissue pad was detached off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The scratched and cracked blade is not related to the reported issue of tissue pad detached off.

Event description:
A successful procedure was performed, but the pt complained of chest pain in the recovery room. There was no allegation of device malfunction.